Manufacturer narrative:
.

Event description:
The patient is a (B)(4) female with crohn's disease. The capsule was administered in the first two weeks of (B)(6) 2014. A CT scan done on (B)(6) 2014 demonstrated that the capsule was still in the patient. The radiologist interpreting the exam questioned whether the capsule was disrupted. According global director, (B)(4) medical development the scot image and CT images look like an intact capsule. On (B)(6) 2014, the patient had a surgery and an intact capsule was removed, along with two large rust colored pills.